Manufacturer narrative:
(B)(4). (B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the tissue pad was partially detached. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.